Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24847, related manufacturer reference number: 2017865-2021-24849. It was reported that the patient presented for generator replacement. During the procedure the physician noted right atrial lead noise, and discovered insulation break of the right ventricular lead. The physician attempted to place a new right atrial lead, however the helix failed to extend, and a replacement was required. Both the right atrial and ventricular leads were successfully replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies except for procedural damage. The outer insulation was broken/separated at 40.0cm from the connector pin. Lead was stretched and inner insulation was missing in this location, consistent with procedural damage. The cause of the reported event was isolated to procedural damage. During electrical testing the lead was shorting due to procedural damage at the distal region of the lead.